Event description:
A trial inclination set was implanted in a pt due to absence of the inclination set implant from the implant kit. Initial info indicates that the trial inclination set is produced via the same mfg process and using the same materials as the normal inclination set implant.